Event description:
Per the surgeon, the pt presented with a fever and skin infection in the cochlear implant area (date not reported). The pt underwent a explant surgery in 2008. The surgeon reportedly found subcutaneous infection, partial skin flap necrosis and purulent fluid covering the implant. The implant site was cleaned and closed. Antibiotics were prescribed. Per the surgeon, the following month, the pt is doing well, the infection has resolved. Reimplantation plans had not been reported at the time of this report.

Manufacturer narrative:
This is a final report.